Event description:
Called to check the 1.9 french 24 gauge PICC because the catheter was out of the dressing. Found PICC with stress relief portion of catheter loose from the hub and floating on the catheter. Dressing was added to the current dressing to cover and stabilize the portion of the PICC that was exposed. Call to facility indicated that the strain relief came loose first, and then the catheter broke inside the pt upon removal. The cardiovascular team was able to remove the remaining portion of the catheter and no pt injury occurred.

Manufacturer narrative:
The lot # reported on the medwatch form provided by the hosp was an incorrect lot number. The sales rep provided the correct lot number as 5311879. Results: one used unit, in two pieces, was rec'd for analysis. The quality tech microscopically examined the sample and indicated the area of the break occurred below the 1 cm tick mark. Portion 1: approx 3 cm of catheter tubing is attached to the adapter. Jagged edges were noted at the area of the break. Portion 2: damaged jagged edges were evident at one end of the catheter tubing while the opposite side of the tubing is trimmed smoothly and squarely. No damage was noted to the strain relief itself as all strain relief measurements met spec requirements. Conclusions: the damaged jagged edges noted are conclusive of evidence of excessive stress to the catheter, which resulted in separation, and the misplacement of the yellow strain relief.